Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the operating room, performed a washout procedure, and closed the incision.